Event description:
It was reported that during evaluation by the manufacturer sales representative in the sterile processing department at the user facility, pieces of insulation were found to be missing from the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.